Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received an air bubble in reservoir. Customer also received a button error alarm after attempting to clear low waring alarm. Customer removed battery for ten to fifteen minutes and received a button error alarm and battery out limit alarm. Customer's blood glucose was 378 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer was not able to due to button error alarm. Customer was advised that insulin pump would need to be replaced.